Manufacturer narrative:
The assistant has stated that no one was injured during the incidence. Analysis of returned broken clamp. Eval date: 04/25/2013. Document no: (B)(4). Item evaluated: ivory clamp style ss 14. Lot no: j3. MFR date: 01/2013. Receipt date: 04/23/2013. Complaint: clamp broke upon first use in pt's mouth. Eval summary: re-assembly of the clamp shows that permanent deformation was created before breakage. The clamp was unable to return to its original formed shape and jaw proximity prior to the breakage. Overextension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. Cause of breakage: misuse. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.

Event description:
Dealer sent in report of a broken clamp. They reported the following: per dealer rep she spoke with an assistant in the office regarding the broken rubber dam clamp. He had already placed the clamp around the molar and was flossing the rubber dam material around the tooth when the clamp snapped in the middle of the bow and flew out of the mouth. There was no injury to the pt of the staff. The incident happened two weeks ago around the week of (B)(6). (B)(6) mentioned when he was placing the clamp on the forcep to apply to the tooth it felt tight when stretching the clamp and did not feel normal. On (B)(6) 2013 spoke to the assistant. He said that the pt was female, about (B)(6). He said he could not remember exactly but he knows it was on tooth 14 or 15. He said that clamp had been sterilized in the status, but that this was the first use. He said that he places the clamp and rubber dam assembly at the same time as the instructions states. He said that he pulled the clamp open to seat the clamp. Placed it on the tooth and 4 seconds later, it snapped. He said the clamp was fully seated on the tooth, but he was flipping the rubber dam off the clamp wings when it broke. He asked what had happened and I read the evaluations findings for him. He said that he might have been it while opening, but wasn't sure. He was glad we investigated the incident and would let the endodontist know that we follow up.